Manufacturer narrative:
(B)(4). The customer returned a sheath/dilator assembly for evaluation. The components were returned with the dilator advanced through the sheath and showed evidence of use. Visual examination revealed that the distal tip of the peel-away sheath was damaged but the dilator tip appeared undamaged. Microscopic examination revealed that the sheath tip edge is pushed back creating a bend/fold (accordion-like) and is flared. This damage results in an uneven/jagged tip edge. Microscopic examination of the dilator confirmed that it was not damaged. The sheath and dilator met all relevant specifications; however, the sheath tip inside diameter could not be accurately measured due to the tip damage. The dilator could be removed and advanced through the peel-away sheath with. Other remarks: a device history record (DHR) review was performed on the peel-away sheath and the dilator and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this product describes insertion techniques for the sheath/dilator assembly. The IFU directs the user to enlarge the puncture site if necessary. It was not reported whether a skin nick was not made prior to insertion. The report that the sheath/dilator assembly buckled during insertion was confirmed through examination of the returned sample. The sheath tip edge was observed to be pushed back creating a bend/fold (accordion-like) and was flared. This damage resulted in an uneven/jagged sheath tip edge. The dilator tip was undamaged. Based on the appearance of the sheath and the report that it deformed during insertion, it was determined that operational context caused or contributed to this event.

Event description:
The customer alleges that the clinician experienced the dilator sheath buckling on insertion of a chg PICC.

Manufacturer narrative:
(B)(4). The device sample was received by the manufacture, but the investigation is pending at the time of this report.

Event description:
The customer alleges that the clinician experienced the dilator sheath buckling on insertion of a chg PICC.